Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain (especially on the left side, described as stabbing) [pelvic pain female]. Heavy periods/haemorrhagic period [heavy periods]. Severe ankylosing spondylitis [ankylosing spondylitis]. Dizziness [dizziness]. Cognitive impairment [cognitive impairment]. Eye problems [eye disorder]. Significant weight gain [weight gain] . Loss of attention /loss of concentration [attention impaired]. Leg problems [leg discomfort] . Intestinal problems [other disorders of intestine]. Severe infectious sinusitis [sinusitis] lower abdominal pain [lower abdominal pain] allergic to metals [allergy to metals] thyroid nodules [thyroid nodular] arrhythmia [arrhythmia] oedema swollen fingers [oedema fingers] vaginal pain [vaginal pain] shoulder pain [shoulder pain] rib cage pain [chest wall pain] elbow pain [pain in elbow] intestinal pain [bowel pain] pain in wrist [wrist pain] tendinitis [tendinitis] joint pain [joint pain] stage 3 shingles [shingles] pains in the head [pain head] muscle pain [muscle pain] . Case narrative: this spontaneous case was reported by a non-health professional and describes the occurrence of pelvic pain ("pelvic pain (especially on the left side, described as stabbing)"), heavy menstrual bleeding ("heavy periods/haemorrhagic period"), ankylosing spondylitis ("severe ankylosing spondylitis"), dizziness ("dizziness"), cognitive disorder ("cognitive impairment"), eye disorder ("eye problems"), weight increased ("significant weight gain"), disturbance in attention ("loss of attention /loss of concentration"), limb discomfort ("leg problems") and gastrointestinal disorder ("intestinal problems") in a female patient who had essure (ess205) inserted for contraception. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2007, the patient had essure (ess205) inserted. Essure (ess205) was removed in 2017. On unknown date she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding (seriousness criterion intervention required), ankylosing spondylitis (seriousness criteria disability and medically important), dizziness (seriousness criteria disability and medically important), cognitive disorder (seriousness criteria disability and medically important), eye disorder (seriousness criteria disability and medically important), disturbance in attention (seriousness criteria disability and medically important), limb discomfort (seriousness criterion medically important), gastrointestinal disorder (seriousness criterion medically important), sinusitis ("severe infectious sinusitis"), abdominal pain lower ("lower abdominal pain"), allergy to metals ("allergic to metals"), thyroid mass ("thyroid nodules"), arrhythmia ("arrhythmia"), oedema peripheral ("oedema swollen fingers"), vulvovaginal pain ("vaginal pain"), shoulder pain ("shoulder pain"), musculoskeletal chest pain ("rib cage pain"), pain in elbow ("elbow pain"), gastrointestinal pain ("intestinal pain"), wrist pain ("pain in wrist"), tendonitis ("tendinitis"), joint pain ("joint pain"), herpes zoster ("stage 3 shingles"), headache ("pains in the head") and myalgia ("muscle pain") and was found to have weight increased (seriousness criteria disability and medically important). The patient was treated with surgery (to remove essure) and non-drug therapy (to remove essure). At the time of the report, the pelvic pain, ankylosing spondylitis, dizziness and cognitive disorder had resolved with sequelae, the heavy menstrual bleeding was resolving and the eye disorder, weight increased, disturbance in attention, limb discomfort, gastrointestinal disorder, sinusitis, abdominal pain lower, allergy to metals, thyroid mass, arrhythmia, oedema peripheral, vulvovaginal pain, shoulder pain, musculoskeletal chest pain, pain in elbow, gastrointestinal pain, wrist pain, tendonitis, joint pain, herpes zoster, headache and myalgia had not resolved. The reporter considered abdominal pain lower, allergy to metals, ankylosing spondylitis, arrhythmia, shoulder pain, pain in elbow, wrist pain, joint pain, cognitive disorder, disturbance in attention, dizziness, eye disorder, gastrointestinal disorder, gastrointestinal pain, headache, heavy menstrual bleeding, herpes zoster, limb discomfort, musculoskeletal chest pain, myalgia, oedema peripheral, pelvic pain, sinusitis, tendonitis, thyroid mass, vulvovaginal pain and weight increased to be related to essure (ess205) administration. The reporter commented: even if she is very supported and closely monitored medically, she nonetheless considers herself lucky not to be in a wheelchair like some, even if her daily life is a struggle, a permanent suffering. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-apr-2025: quality safety evaluation of ptc. Further company follow-up with the non-health professional is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain (especially on the left side, described as stabbing) [pelvic pain female], heavy periods/haemorrhagic period [heavy periods], severe ankylosing spondylitis [ankylosing spondylitis], dizziness [dizziness] , cognitive impairment [cognitive impairment], eye problems [eye disorder] , significant weight gain [weight gain] , loss of attention /loss of concentration [attention impaired], leg problems [leg discomfort], intestinal problems [other disorders of intestine] , severe infectious sinusitis [sinusitis], lower abdominal pain [lower abdominal pain], allergic to metals [allergy to metals], thyroid nodules [thyroid nodular], arrhythmia [arrhythmia] , oedema swollen fingers [oedema fingers], vaginal pain [vaginal pain] , shoulder pain [shoulder pain] , rib cage pain [chest wall pain] , elbow pain [pain in elbow], intestinal pain [bowel pain] , pain in wrist [wrist pain] , tendinitis [tendinitis] , joint pain [joint pain] , stage 3 shingles [shingles] , pains in the head [pain head] , muscle pain [muscle pain]. Case narrative: this spontaneous case was reported by a non-health professional and describes the occurrence of pelvic pain ("pelvic pain (especially on the left side, described as stabbing)"), heavy menstrual bleeding ("heavy periods/haemorrhagic period"), ankylosing spondylitis ("severe ankylosing spondylitis"), dizziness ("dizziness"), cognitive disorder ("cognitive impairment"), eye disorder ("eye problems"), weight increased ("significant weight gain"), disturbance in attention ("loss of attention /loss of concentration"), limb discomfort ("leg problems") and gastrointestinal disorder ("intestinal problems") in a female patient who had essure (ess205) inserted for contraception. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2007, the patient had essure (ess205) inserted. Essure (ess205) was removed in 2017. On unknown date she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding (seriousness criterion intervention required), ankylosing spondylitis (seriousness criteria disability and medically important), dizziness (seriousness criteria disability and medically important), cognitive disorder (seriousness criteria disability and medically important), eye disorder (seriousness criteria disability and medically important), disturbance in attention (seriousness criteria disability and medically important), limb discomfort (seriousness criterion medically important), gastrointestinal disorder (seriousness criterion medically important), sinusitis ("severe infectious sinusitis"), abdominal pain lower ("lower abdominal pain"), allergy to metals ("allergic to metals"), thyroid mass ("thyroid nodules"), arrhythmia ("arrhythmia"), oedema peripheral ("oedema swollen fingers"), vulvovaginal pain ("vaginal pain"), shoulder pain ("shoulder pain"), musculoskeletal chest pain ("rib cage pain"), pain in elbow ("elbow pain"), gastrointestinal pain ("intestinal pain"), wrist pain ("pain in wrist"), tendonitis ("tendinitis"), joint pain ("joint pain"), herpes zoster ("stage 3 shingles"), headache ("pains in the head") and myalgia ("muscle pain") and was found to have weight increased (seriousness criteria disability and medically important). The patient was treated with surgery (to remove essure) and non-drug therapy (to remove essure). At the time of the report, the pelvic pain, ankylosing spondylitis, dizziness and cognitive disorder had resolved with sequelae, the heavy menstrual bleeding was resolving and the eye disorder, weight increased, disturbance in attention, limb discomfort, gastrointestinal disorder, sinusitis, abdominal pain lower, allergy to metals, thyroid mass, arrhythmia, oedema peripheral, vulvovaginal pain, shoulder pain, musculoskeletal chest pain, pain in elbow, gastrointestinal pain, wrist pain, tendonitis, joint pain, herpes zoster, headache and myalgia had not resolved. The reporter considered abdominal pain lower, allergy to metals, ankylosing spondylitis, arrhythmia, shoulder pain, pain in elbow, wrist pain, joint pain, cognitive disorder, disturbance in attention, dizziness, eye disorder, gastrointestinal disorder, gastrointestinal pain, headache, heavy menstrual bleeding, herpes zoster, limb discomfort, musculoskeletal chest pain, myalgia, oedema peripheral, pelvic pain, sinusitis, tendonitis, thyroid mass, vulvovaginal pain and weight increased to be related to essure (ess205) administration. The reporter commented: even if she is very supported and closely monitored medically, she nonetheless considers herself lucky not to be in a wheelchair like some, even if her daily life is a struggle, a permanent suffering. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-apr-2025: upon internal verification argus cases (B)(4) are found to be duplicate of each other, therefore argus case needs to nullify from argus database. All source documents, references, events, reporters & all relevant information has been transferred to retention case. Further company follow-up with the non-health professional is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Pelvic pain (especially on the left side, described as stabbing) [pelvic pain female], heavy periods/haemorrhagic period [heavy periods], severe ankylosing spondylitis [ankylosing spondylitis] , dizziness [dizziness] , cognitive impairment [cognitive impairment] , eye problems [eye disorder], significant weight gain [weight gain] , loss of attention /loss of concentration [attention impaired], leg problems [leg discomfort] , intestinal problems [other disorders of intestine], severe infectious sinusitis [sinusitis] , lower abdominal pain [lower abdominal pain], allergic to metals [allergy to metals], thyroid nodules [thyroid nodular], arrhythmia [arrhythmia] , oedema swollen fingers [oedema fingers] , vaginal pain [vaginal pain], shoulder pain [shoulder pain] , rib cage pain [chest wall pain], elbow pain [pain in elbow] , intestinal pain [bowel pain] , pain in wrist [wrist pain], tendinitis [tendinitis] , joint pain [joint pain] , stage 3 shingles [shingles], pains in the head [pain head] , muscle pain [muscle pain] . Case narrative: this spontaneous case was reported by a non-health professional and describes the occurrence of pelvic pain ("pelvic pain (especially on the left side, described as stabbing)"), heavy menstrual bleeding ("heavy periods/haemorrhagic period"), ankylosing spondylitis ("severe ankylosing spondylitis"), dizziness ("dizziness"), cognitive disorder ("cognitive impairment"), eye disorder ("eye problems"), weight increased ("significant weight gain"), disturbance in attention ("loss of attention /loss of concentration"), limb discomfort ("leg problems") and gastrointestinal disorder ("intestinal problems") in a female patient who had essure (ess205) inserted for contraception. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2007, the patient had essure (ess205) inserted. Essure (ess205) was removed in 2017. On unknown date she experienced pelvic pain (seriousness criteria disability, medically important and intervention required), heavy menstrual bleeding (seriousness criteria disability, medically important and intervention required), ankylosing spondylitis (seriousness criteria disability and medically important), dizziness (seriousness criteria disability and medically important), cognitive disorder (seriousness criteria disability and medically important), eye disorder (seriousness criteria disability and medically important), disturbance in attention (seriousness criteria disability and medically important), limb discomfort (seriousness criterion medically important), gastrointestinal disorder (seriousness criterion medically important), sinusitis ("severe infectious sinusitis"), abdominal pain lower ("lower abdominal pain"), allergy to metals ("allergic to metals"), thyroid mass ("thyroid nodules"), arrhythmia ("arrhythmia"), oedema peripheral ("oedema swollen fingers"), vulvovaginal pain ("vaginal pain"), shoulder pain ("shoulder pain"), musculoskeletal chest pain ("rib cage pain"), pain in elbow ("elbow pain"), gastrointestinal pain ("intestinal pain"), wrist pain ("pain in wrist"), tendonitis ("tendinitis"), joint pain ("joint pain"), herpes zoster ("stage 3 shingles"), headache ("pains in the head") and myalgia ("muscle pain") and was found to have weight increased (seriousness criteria disability and medically important). The patient was treated with surgery (to remove essure). At the time of the report, the pelvic pain, ankylosing spondylitis, dizziness and cognitive disorder had resolved with sequelae, the heavy menstrual bleeding was resolving and the eye disorder, weight increased, disturbance in attention, limb discomfort, gastrointestinal disorder, sinusitis, abdominal pain lower, allergy to metals, thyroid mass, arrhythmia, oedema peripheral, vulvovaginal pain, shoulder pain, musculoskeletal chest pain, pain in elbow, gastrointestinal pain, wrist pain, tendonitis, joint pain, herpes zoster, headache and myalgia had not resolved. The reporter considered abdominal pain lower, allergy to metals, ankylosing spondylitis, arrhythmia, shoulder pain, pain in elbow, wrist pain, joint pain, cognitive disorder, disturbance in attention, dizziness, eye disorder, gastrointestinal disorder, gastrointestinal pain, headache, heavy menstrual bleeding, herpes zoster, limb discomfort, musculoskeletal chest pain, myalgia, oedema peripheral, pelvic pain, sinusitis, tendonitis, thyroid mass, vulvovaginal pain and weight increased to be related to essure (ess205) administration. The reporter commented: even if she is very supported and closely monitored medically, she nonetheless considers herself lucky not to be in a wheelchair like some, even if her daily life is a struggle, a permanent suffering. The most recent follow-up information incorporated above includes data received on: 26-mar-2025: new events heavy periods, severe infectious sinusitis, severe ankylosing spondylitis, loss of attention, cognitive impairment, thyroid nodules, edema swollen finger, vaginal pain, pain in elbow, pain in wrist, tendinitis, joint pain shoulder pain, rib cage pain, intestinal pain, shingles, pains in the head, muscle pain are added. Seriousness criteria updated. New reporter added. (B)(6) 2025: reporter added. Further company follow-up with the non-health professional is not possible. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.